Event description:
It was reported that during a routine follow up, noise was observed. X-ray showed an externalized conductor. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasions were found at 26.9-28.1cm. 10.3-14.7cm and at 7.7-8.9cm from distal tip. The conductor cables were visible and etfe was intact. Internal insulation abrasion was found underneath rv shock coil at 4.9-5.1cm from distal tip. One rv cable lumen and inner coil lumen were abraded at 4.7-5.5cm from distal tip. This damage could cause the reported noise, when rv cable is in direct contact with inner coil.